Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified and moderately tortuous mid left anterior descending artery. The 3.5x18mm xience skypoint stent delivery system failed to cross due to anatomy and the stent slightly slipped off the balloon. The stent still remained on the balloon and was removed with the delivery system. The stent was observed to have flared struts. A 3.5x18mm xience skypoint stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The observed material deformation and stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.